Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was in clinical use at the time of event. During coronary procedure at the start of procedure issue got happened. Procedure got completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and identified that issue was resolved by restarting the system and issue did not occur again. Review of log file showed that geometry warning and the problem was resolved after cold restart. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movement was block. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of the complaint.